Manufacturer narrative:
(B)(4). An actual sample was sent in for an evaluation. Visual inspection revealed a small yellow particle embedded in the tube wall, which confirmed the reported problem. The root cause of the reported condition was undetermined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This is a product not distributed in the us and does not have a 510k number.

Event description:
A customer reported to baxter (B)(4) that upon opening the packaging of a pump/gravity solution "y" injection interlink device, there was some fluid already in the set. There was no patient involvement or medical intervention involved. No additional information is available.